Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant, the test parameters for the right ventricular (rv) defibrillation lead were satisfactory. However, after generator implantation, remote telemetry revealed rv defibrillation lead high pacing threshold and low sensing. The on-site engineer recommended that the operator adjust the rv defibrillation lead position. Despite five attempts at repositioning the rv defibrillation lead, the target parameters could not be achieved. During a subsequent rv defibrillation lead repositioning attempt, ventricular tachycardia was induced by lead stimulation, requiring five external defibrillation shocks for cardioversion. The patient¿s hemodynamic status was unstable; therefore, the ICD and rv defibrillation lead were removed and the procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.